Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save-to-disk (s2d) file shows a parity error count = 9 between (B)(6) 2011 and (B)(6) 2011.

Event description:
It was reported that the patient recently finished radiation therapy and upon device interrogation it showed data invalid for lead trend and cardiac compass data. It was also reported that no further action was taken; the patient will continue to be monitored in clinic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.